Event description:
It was reported that the right ventricular (rv) lead showed an increase in impedance and threshold at the same time. It was also reported that the lead was unable to capture at maximum output. The pace sense portion of the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4574-45 lead, (B)(6) 2009. (B)(4).